Event description:
It was reported that the pt experienced return of unspecified symptoms. The drug concentration and daily dose were not reported. A pump reservoir volume discrepancy was noted. The actual residual volume was 17 ml; the expected residual volume was 5.1 ml. No alarms were noted. Roller and dye studies were performed. The roller study was found to be normal. The results of the dye study were unknown. Unable to follow-up with contact info provided, no additional info was obtained.